Manufacturer narrative:
Batch review performed on 07-aug-2023: lot 162208: (B)(4). Additional device involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 2007636: (B)(4).

Event description:
At about 2 years and 4 months after the primary, the patient has been revised because of implant subsidence which caused leg length discrepancy.